Event description:
It was reported by a physician that a vns patient experienced vocal cord paralysis in 2009. The patient underwent speech therapy rehabilitation which resolved the event. Additional information was received from the treating neurologist indicating the symptoms were experienced by the patient after vns implant and continued for about 3 to 5 months and required prolonged speech therapy. The patient also experienced difficulty swallowing and phonation. The patient has been reported to be doing well at the time.